Event description:
During baxter's functionality testing of a spectrum pump, it intermittently displayed the downstream occlusion message. There was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter rec'd and evaluated the device. It was found out of spec with respect to intermittent downstream occlusion alarms, which were not reproduced. Evaluation found a failed downstream sensor and it was replaced as a known contributor to the downstream occlusion alarms.